Event description:
It was reported that prior to an unspecified procedure, a shaft break occurred. During preparation, it was noted that the shaft of the maverick2 15mm x 2.25 mm balloon catheter was broken. There was no pt contact with the device. The procedure was completed with another of the same device.

Manufacturer narrative:
.